Event description:
Additional information received 05dec2019. As reported, the device was used with a cook ult 7.0 catheter. The procedure performed was a percutaneous transhepatic cholangiography drainage. The patient did not have any noted vessel tortuosity or calcification.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. On return of device (B)(6) 2019, a gap/space was observed between the coils at the j-curve of the device. No other damage was noted to the device. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or product malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code = dqx. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure, the tip of the safe-t-j fixed core wire guide frayed. According to the initial reporter, as the wire was being inserted into the catheter, "the physician felt strange" and decided to remove the wire guide. Upon removal, he noticed the tip of the device had frayed. Another product was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.